Event description:
Health professional reported right side rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(4). Photographic device evaluation: visual analysis of the photographs identified: observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in posterior side assessed as surgical impact opening. (Shell thickness within specification). Additional observations: red particles observed in the surface of the shell. Observed wear abrasion on the device. Observed stress marks on the device. Observed 40 mm dark patch edge material inside gel device.

Event description:
Health professional reported right side rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.